Event description:
It was reported that during the atrial fibrillation procedure, there were some patient movements and sharp impedance increased. It was further noticed that the patient had a hyper-rotation heart. While procedure was in progress in the left atrium, the patient's blood pressure dropped and a pericardial effusion occurred. A stat echo and pericardiocentesis were performed. No surgery was required and patient was reported in stable condition at the time when the event was reported. There was limited information regarding bwi products used.

Manufacturer narrative:
Multiple attempts were performed to obtain additional information of the event without success.concomitant products:carto 3 system us catalog #: fg540000, serial #: (B)(4),stockert 70 system us catalog #: s7001, serial #: (B)(4),cool flow pump us catalog #: cfp002, serial #: (B)(4).biosense webster manufacturer's ref. No.'s pi1-9cll0u and pi1-9clkzp are related to the same incident.(B)(4).

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. (B)(4).